Event description:
It was reported that lens was explanted approximately 5 months post implant due to myopia and vaulting. Additional information has been requested, but no additional information has been received.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.